Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power issue with moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there were unexplained pump reboots observed in the black box. There was no evidence of moisture in the battery compartment. The battery cap was not returned with the pump, so a test cap was used and was able to fully tighten to the pump with no yellow ¿ring showing. The pump was exercised for 24 hours with no power interruptions duplicated. The leak test passed and no evidence of internal moisture was found when the pump cover was removed.